Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's dbs ipg was reaching end of life and the left extension had high impedances. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg and extension were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
In the previous report submitted on 22 july 2024, the g3 date should have been 27 june 2024 not 17 may 2024.